Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to clinic for follow up, lead dislodgment and no capture issue was observed on the rv lead. Patient was asymptomatic. Lead was explanted, helix would not retract back into the lead. A new lead was implanted. Patient was stable post procedure.